Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-45, lead; implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that during a device changeout procedure the patients right ventricular (rv) lead indicated a reading of "none" for the svc high-voltage coil impedance when connected to the new implantable cardioverter defibrillator (ICD). All other lead measurements were within normal limits. The svc coil continued to show "none" as it's impedance. Fluoro image appeared to look like the svc coil pin may not have been all the way in the header block of the ICD. The svc coil was programmed "off" and out of the defibrillation vector. The lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.